Event description:
According to the reporter during lap ventral hernia repair, the device jammed. A needle is still in one of the devices. The device is difficult to toggle, load and unload. The needle fell into the patient cavity but it was retrieved. There was no tissue loss or injury. Another device was opened and it worked properly. Patient was discharged.